Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and a visual inspection was performed. The sensor cannula was found broken. The broken piece was found in the cannula tubing. It could not be confirmed that the customer received the sensor in said condition due to being returned opened and used.

Event description:
It was reported, the customer received a sensor error alert. The customer's blood glucose was 250 mg/dl. The customer stated they had treated their blood glucose with a bolus. Troubleshooting did not find any damage to the connection bridge or pins of the transmitter. It was found the customer's sensor was separated from their cannula. The customer's sensor will be replaced. No additional information provided.